Manufacturer narrative:
The insulin pump was received with intermittent buttons due to moisture damage at keypad traces. No display ramping on its own anomaly was noted. The device had cracked case at display window corners, cracked battery tube threads, and minor scratched display window.

Event description:
It was reported that the customer's insulin pump had a keypad anomaly. The customer stated that the numbers scrolled by themselves and none of the buttons were working. The customer's blood glucose level was 122 mg/dl. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)